Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2008; dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's atrial lead had dislodged and fallen down into the right ventricle. The atrial lead was only able to pick up r-waves, and pacing indicated zero percent. The doctors chose to turn atrial sensing all the way down, and programmed the device to single chamber, fixed rate. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.